Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 9.9 mmol/l. The customer treated the low blood glucose with tablets. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to check his insulin. The bolus history showed that more insulin has been delivered this week. The customer stated that more than 5 units were delivered. The customer stated that he also had high blood glucose readings. The customer treated the high blood glucose with the pump. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.